Event description:
Patient was revised to address pain and a possibly malaligned femoral component.

Manufacturer narrative:
The products were not returned for examination. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated poor device alignment was a possible contributing factor. A search of the complaint database did not show any other reports against the manufacturing lots. Provided information stated the products were not suspected of failing to meet specifications or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.